Event description:
This patient, who was status post proximal femoral replacement for chronic nonunion of her proximal femur was doing well until she recently sustained a few falls and was found to have broken cables around her trochanteric fixation. During surgery the trochanteric fixation (placed in (B)(6) 2013) was found to be loose and the proximal 3 cables were completely broken. The lower three cables were also noted to be loose. There was quite a bit of soft tissue reaction in the area, but no gross purulence or pus noted. The wound did not appear to be infected, however, cultures were taken. The surgeon noted the ends of the cables were frayed after only 6 months implantation, which he thought was unexpected and should be reported. Patient did well post-surgically and was discharged on (B)(6) 2013.